Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil became extrinsically fractured due to a cut. The setscrew marks on the connector pin were too proximal.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high and unstable thresholds. The physician was concerned the rv lead would not function appropriately during high energy therapies so the lead was extracted and a new lead was placed. No patient complications have been reported as a result of this event.